Event description:
The plaintiff's attorney alleged that the decedent experienced a stomach ache, cardiovascular event and a coma on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular/coma) of two events reported for the same patient involving two separate products; associated MDR numbers 1225714-2014-00024, 1225714-2014-00025, 1225714-2013-02561 and 1225714-2013-02562.